Manufacturer narrative:
Of the twenty four reported events, one sample was received for evaluation. The returned unit was labeled for single use. A visual inspection was performed and noted the red coil cap had separated from the housing due to the housing being malformed. The reported condition was verified. The cause of the malformed housing was determined to be exposure to high heat. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. It was reported that twenty-four (24) small volume folfusors had unspecified loose parts. This was noted before use. There was no patient involvement. No additional information is available.